Event description:
It was reported that the ilet pump detached from the user¿s thigh and insulin was observed leaking from the cartridge, after which the user replaced the cartridge and continued use without blood glucose impact. Symptoms included no reported adverse clinical effects. Outcomes included no change in blood glucose control, and no for medical intervention. Customer care provided troubleshooting regarding cartridge replacement and secure device placement. Investigation of this case revealed a leakage at the cartridge consistent with a device component issue involving the cartridge and a device problem of fluid leak following device detachment. It was concluded, based on previously established findings for similar reports, that the cause was user handling or attachment-related factors leading to a compromised cartridge seal.